Event description:
Customer reported that a pt was returned to surgery one year following mesh implant for symptoms of a bulge in the area of the initial defect. Several thick adhesions and several loops of bowel (approx six) were found adherent to the mesh. There were no reports of a device failure.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.